Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the left ventricular lead exhibited high pacing impedance and high capture thresholds. Programming changes were performed to resolve the issue. The patient was in stable condition.